Event description:
Procedure type: hernia; reportedly, when co2 and the scope were inserted a piece of clear rubber was noticed in the surgical cavity and was recovered. Used another device and continued. No pt injury was reported.

Manufacturer narrative:
.